Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2012. It was thought that the patient had meningitis, but unsure. It was later clarified that the patient had weakness and numbness in the lower extremities, increased difficulty walking and balancing, was unable to support himself, difficulty urinating, a dull headache but no vision issues, and chronic low back pain. The symptoms had been progressing over the past 3 months. It was noted that the patient denied any falls. It was reported that the patient's pump was refilled (B)(6) or (B)(6) 2012. The patient's medication was removed to be tested because it was wondered if it was contaminated from the last refill in (B)(6) 2012. A lumbar puncture was performed, but the results were unknown. The patient was transferred around to 3 hospitals. It was believed that the patient was still admitted as of (B)(6) 2012. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), product type: programmer, patient; product ID 8709sc, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted, product type: catheter; product ID 8590-1, lot# n257985, serial#, implanted: 2010 (B)(6), explanted, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).